Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. Patient was treated with vitamin k based on the lab value. Caller states the patient's family had inadvertently been giving him a higher dose of coumadin. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.